Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (ccd) could not be determined. It is possible that the ccd became defective due to unacceptable tension in the holder assembly due to the use of an adhesive not adapted to the load and temperature collective and failed to form an adhesive layer, asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, , or pre-existing damage to the ccd holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device was defective and causing the colored image and no image. The device evaluation also found that there was a cut in the video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported a "no image" issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: colored image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.